Event description:
(B)(4).

Manufacturer narrative:
The device was returned to resmed corp in (B)(4) and an evaluation was performed. Review of the downloaded device log showed a single occurrence of system fault 180 indicating a battery charger fault. The device was cleaned, serviced, and calibrated before it was returned to the customer. (B)(4).